Event description:
It was reported that the customer's insulin pump alarmed during prime/fill and insulin squirted out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched lcd window, cracked display window corners and battery tube threads.